Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. Note: at the date of this report, the following applicable information has not been provided to amo: all information that is available has been submitted; should any additional information become available, a supplemental report will be submitted.

Event description:
A contact lens fitter from a health maintenance organization reported that a male patient (B)(6) experienced a feeling like an 'eyelash in his eye' (foreign body sensation). He was examined and diagnosed with a 'corneal infection' and redness after switching from optifree replenish to revitalens ocutec multi-purpose disinfecting solution with his acuvue oasys lenses. He is a 30-year contact lens wearer and the patient's wife applies the contact lenses to his eyes. In follow-up with a physician from the reporting office she stated that based upon her review of the file, the reported event was not related to use of revitalens ocutec multi-purpose disinfecting solution. The complaint unit or lot number are not available for testing. The patient was examined and had ocular redness and a small ulcer which she stated 'can be related to contact lens wear'; an ocular infection was not noted. He was prescribed zymar qid, and his symptoms resolved in about a week. The patient has been lost to follow-up as he moved out of state. No further information is available.